Event description:
The clinician reports the implant was inserted (B)(6) 2017 in fdi 14. On (B)(6) 2017, non-osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, mobility and inflammation. No further patient complications were reported.